Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with all tests results . The expected fasting blood glucose test result range is 120 to 130mg/dl. Customer did report symptoms of hyperglycemic headache. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/27/2019 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 300mg/dl, date: (B)(6) 2019, time: 09:07pm fasting; result 2: 224mg/dl, date: (B)(6) 2019, time: 08:13am fasting; result 3: 206mg/dl, date: (B)(6) 2019, time: 08:13am fasting; result 4: 216mg/dl, date: (B)(6) 2019, time: 08:11am fasting; result 5: 279mg/dl, date: (B)(6) 2019, time: 01:19pm fasting.